Manufacturer narrative:
Additional information was received on (B)(6) 2013 which included product identification. A review of complaint history upon receipt of product identification confirmed that this event was previously reported. The initial medwatch that was submitted under this manufacturer report number contains a detailed description of all events and dates of events associated with this patient. The previous medwatch reports were submitted under the following manufacturer report numbers: 1825034-2012-00364 / 00365 & 3002806535-2012-00078.

Event description:
It was reported that a patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2012 due to dislocation.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.